Event description:
Boston scientific received information that the right ventricular (rv) lead impedances had gone from 485 ohms to 1,028 ohms. The impedances have historically been stable at 700 ohms to 900 ohms. During the office visit the impedances were 800 ohms to 900 ohms. The physician decided to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.